Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as open wounds that bled then scabbed. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended changing garment more frequently for the skin irritation. Follow up indicated that the skin irritation improved.